Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a high pressure increase occurred after bypass involving the fusion oxygenator. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the pressure increased during fifteen minutes up to 450mmhg pre oxygenator. The customer used 1000ml of sterofundin, 200ml of osmofundin and 2.4 ml heparin (1ml / 5000 i.e.) To prime the device. They had measured the pressure pre oxygenator between 210mmhg and more than 450mmhg. The post oxygenator pressures were between 100mmhg and 130mmhg. The customer started with an act (activated clotting time) at more than 480 seconds every time. The act was recorded at 624 seconds in this case. The temperature of the blood was 32¿ and the core body temperature was 34¿. Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. The unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: 169 mmhg blood side pressure drop. Reason for return was not confirmed. Correction d4 (expiration date): field was updated. Correction h4 (device mfg date): field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.